Manufacturer narrative:
H3: product analysis determined that the returned valve was patent. It met the requirements for siphon, reflux and leak testing. It did not meet the requirements for pressure/flow testing. There may be debris within the valve that may be affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device cautions that "introduction of contaminant could result in improper performance of the valve. Particulate matter that enters the valve may result in occlusion." All valves are 100% tested at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a valve. It was reported that the valve was implanted on (B)(6) 2025. The patient went back in for a revision surgery on (B)(6) 2025. The surgeon stated that the valve was defective and not properly flowing. The surgery replaced all components of the shunt system with new parts. No adverse events with the patient have been reported from the surgeon/facility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.